Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 20 and 30 occurred during insulin delivery. Customer¿s blood glucose level was 116 mg/dl. Reportedly, customer had a backup insulin pump to continue therapy.